Event description:
The caller alleged discrepant high inratio inr results in comparison to the laboratory inr result. Results are as follows: date: inratio inr: laboratory inr: (B)(6) 2015, 5.0, 5.1 and 4.7, 3.3. Therapeutic range: 3.0 - 3.5. The time between the inratio testing was five (5) minutes and the time between the inratio testing and the laboratory testing was one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Initial reporter: mobile phone (B)(6). Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.